Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a black plastic bag. Returned with the sample was supplied 40cc inflation driveline tubing; dried blood was noted within the returned inflation driveline tubing. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully un-wrapped. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. The customer submitted video was reviewed. The video shows the blood was confirmed present within the iabc helium pathway and the user performed the leak test outside the patient body, where the blood/fluid was noted leaking from the iabc bladder. The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0063in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Multiple leaks were immediately detected from the bladder membrane. Under microscopic inspection, a total of 4 (four) leak sites are consistent with contact from a sharp object and were noted approximately 18.4cm, 18.9cm, 22.4cm and 26.7cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "blood in the balloon" is confirmed. During the investigation, multiple punctures consistent with contact from a sharp object, were found the on the iabc bladder, which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the complaint is undetermined; a potential cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "five minutes after the balloon was placed the machine alarmed with blood in the balloon and it was removed from the patient with feedback from the doctor that there were three holes in the balloon". Additional information states that the catheter was removed and not replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "five minutes after the balloon was placed the machine alarmed with blood in the balloon and it was removed from the patient with feedback from the doctor that there were three holes in the balloon". Additional information states that the catheter was removed and not replaced. The patient's current condition is reported as "fine".